Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - performa test strips - system 1, lot number ¿ 474940- exp. Date ¿ 09/30/2017, (B)(6) - performa test strips - system 2, lot number ¿ unknown- exp. Date ¿ unknown.

Event description:
Customer allegedly received the following results, on the same meter with two different test strip lots, within 10 minutes: on (B)(6) 2017 195 mg/dl on performa meter (system 1) (lot # 474940) and 105 mg/dl on performa meter (system 2) (lot# unknown), and on (B)(6) 2017 186 mg/dl on performa meter (system 1) (lot # 474940) and 101 mg/dl on performa meter (system 2) (lot# unknown). No death or serious injury reported. Customer no longer has strips; replacement was provided.